Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. Trending analysis indicates no similar issues for the entire lots of these products. No other similar cases have been reported for other batches of these products in the past 3 years. According to the report submitted by the clinician, he suspects that the observed symptoms are due to possible allergic reaction to zirconia. A result of allergy test is not provided and allergic reaction cannot be confirmed. The device raw material is in accordance to astm f67. The material is a titanium-zirconium alloy, containing in mass-% zr 13.0 ¿ 17.0; fe = 0.05; o 0.18 ¿ 0.24; c = 0.05; n = 0.02; h = 0.005; ti balance. The maximum amount of each trace element allowed in our raw materials is less than 0.1 mass % with a total not exceeding 0.3 mass %. Straumann does not add any metal/metalloid elements to the raw materials during the manufacturing process, straumann® implants and their components made of titanium may contain residual amounts of some elements at a weight percentage as indicated above. Potential contamination of straumann products with the residuals are below the defined thresholds and thus not considered to have an impact on the health and safety of patients. In general, titanium is a biocompatible, corrosion-resistant material widely used in dental implantology and orthopaedics. Additionally, the device IFU includes contraindication for patients with allergies or hypersensitivity to chemical ingredients in the material used (titanium-zirconium alloy, titanium (grade 4)). Further assessment by straumann internal clinician indicates the patient has a history of allergy to 2 very distinct elements, the penicillin and latex therefore she may be allergic to many other things. An allergy to zirconium cannot be dismissed but cannot be confirmed unless the patient is tested for it. The infection could have been triggered from anything used within the surgery. In addition, the patient takes the anticoagulant medication (warfarin) which indicates a circulatory condition. The medication IFU says the medication has potential to trigger some soft tissue adverse reactions. Additionally, from images provided it is visible that the patient also has a fairly developed periodontal disease. Based on the information provided and the investigations conducted, no product related cause is identified. Allergic reaction is an identified risk of the procedure and is identified in the risk management file. Mitigators are in place by design to prevent this as far as possible. Additionally the IFU includes contraindication for patients with allergies or hypersensitivity to chemical ingredients in the material used (titanium-zirconium alloy, titanium (grade 4)). All of the residual risks combined are considered acceptable when balanced against the evaluated benefits provided by the device. This incident does not warrant a change in benefit risk ratio.

Event description:
Clinician reported on (B)(6) 2022 implant removal due to acute osteomyelitis within 3 weeks of implant insertion in a (B)(6) years old female patient. The clinician indicates initial allergic response large portion of mandible, implants and surrounding teeth lost as a result of possibly an allergy to zirconia. There is no allergy test conducted to confirm this. The clinician has also reported that the patient has history of allergy to latex and penicillin and that takes warfarin medication.